Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03336, 2134265-2014-03337, 2134265-2014-03531, 2134265-2014-03532, 2134265-2014-03533, 2134265-2014-03536, and 2134265-2014-03537. (B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient was presented due to unstable angina and was referred for cardiac catheterization. One day from the onset of the symptoms, the index procedure was performed. The target lesion was in-stent restenosis (isr) of previously implanted stents in the svg to the r-pda with 90% stenosis and was 15mm long with a reference vessel diameter of 4mm. The lesion was treated with direct stent placement of a 4.00mm x 16mm and 4.00mm x 20mm ion stents. Following post dilatation, residual stenosis is 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with non segment st elevation mi and was treated by implanting 4.5mm taxus liberte stent, 4.0mm x 12mm promus element plus stent, 3.5mm x 18mm promus element plus stent, 4.0mm x 18mm promus element plus stent, and 4.0mm x 16mm and 4.0mm x 12mm ion stents were implanted in the saphenous vein graft (svg) to the right posterior descending artery (r-pda). In (B)(6) 2013, the patient presented with chest pain with vomiting and left arm pain, due to escalating angina. Seven days from the onset of symptoms, the patient was hospitalized. Coronary angiography revealed 20% proximal isr, 90% mid isr in the svg to pda. Restenosis of previously placed study stents located in the svg to r-pda was treated with balloon angioplasty and placement of 4.00mm x 30mm non-bsc stent, with 0% residual stenosis. The following day, the event was considered to be resolved without residual effects and was discharged on the same day on aspirin and ticagrelor